Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays placement to the skin inflammation/irritation, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
An 84-year-old male with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2026, novocure was informed that the patient had developed scalp redness and lesions. The patient had been evaluated by a dermatologist on (B)(6) 2026, who performed liquid nitrogen treatment (cryotherapy) on three areas of the scalp. The dermatologist also provided unspecified topical lotions and prescribed an unspecified allergy medication. The patient temporarily discontinued optune gio therapy. On (B)(6) 2026, additional information was received indicating that the skin condition had improved and the patient had resumed optune gio therapy. Multiple attempts were made to contact the prescribing physician; however, no response was received.